Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip was sharp and broken.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the instrument reveals an abrupt brittle fracture extending straight across the entire diameter of the trox driver head, accompanied by a twisting deformation and necking of the remaining flutes of the torx head. Additionally, circular striations are present along the shaft of the instrument. A functional inspection was neither deemed necessary nor possible, as missing parts and visual damage of the instrument render it non-functional. A dimensional inspection of the device was not possible since a measurable feature of the instrument are missing. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Based on the investigation, the root cause was attributed to user related issue. The failure was caused by an application of excessive mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the tip was sharp and broken.